Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a roux-en-y procedure, the needle fell out of the jaws of the device. The device was also difficult to toggle, load, and unload. To correct the condition a new device and new reloads were used to complete the procedure. There was no patient injury fall into the patient cavity when it fell out of the jaws? No. If yes, was the device retrieved from the patient cavity? How so?

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional indicated no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of difficult to load. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.